Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, a medially positioned access was gained with a single stick. The arteriotomy was 6mm, with no calcification, and no tortuosity, with a depth measurement of 3cm + 1cm. No issues were encountered advancing or withdrawing the 12f procedural sheaths. Following the evar procedure, heparin and protamine were administered prior to the 14f ce manta closure. The manta was deployed to the measured depth, however, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate resistance and was unable to push the bypass tube through the hemostatic valve and connect the closure handle to the sheath hub. No buckling or bending occurred to the bypass tube. The first 14f ce manta device was removed while the first 14f ce manta device sheath remained in place on the guidewire. A new 14f ce device (same lot number) was opened and successfully deployed without complication, achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure requirements state the manta closure must be deployed using the manta sheath provided in the manta package, do not substitute any other sheath. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: " an experienced doctor insert the introducer to the patient. When trying to attach the device to the sheath it stuck and couldn't get inside ". Additional information: during an evar procedure on the (B)(6) 2023, micro puncture was utilized to gain access in the mid common femoral artery. There was no reported calcification or tortuosity present. The measured depth for the manta was 3+1cm. 5mg of protamine and an unknown dose of heparin was administered intravenously during the procedure. The manta was deployed at the measured depth. Moderate resistance was met when advancing the bypass tube but there was no buckling or bending of the sheath. The sheath was left in situ when the physician failed to advance the bypass tube and a new manta device was used with the original sheath to close. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: " an experienced doctor insert the introducer to the patient. When trying to attach the device to the sheath it stuck and couldn't get inside ". Additional information: during an evar procedure on the (B)(6) 2023, micro puncture was utilized to gain access in the mid common femoral artery. There was no reported calcification or tortuosity present. The measured depth for the manta was 3+1cm. 5mg of protamine and an unknown dose of heparin was administered intravenously during the procedure. The manta was deployed at the measured depth. Moderate resistance was met when advancing the bypass tube but there was no buckling or bending of the sheath. The sheath was left in situ when the physician failed to advance the bypass tube and a new manta device was used with the original sheath to close. The patient was reported as fine post the procedure.